Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that her husband had experienced high blood glucose and the insulin pump received motor error. The customer¿s blood glucose level was 470 mg/dl. The customer was treated with manual injection. The customer that they received a motor error alarm during rewind and delivered bolus. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. It was reported that they declined troubleshooting. The customer was advised to monitor the pump and call back if alarm recurs. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).